Event description:
The customer reported that no sound was coming from the mx40. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer sent the mx40 to the philips bench repair for further investigation. The bench repair technician (brt) confirmed the reported issue that there was no speaker sound at start up test. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. If additional information is received the complaint file will be reopened.